Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin reaction at the pod¿s insertion site (arm) after wearing the device for more than 72 hours, resulting in an urgent care visit to belmont medicare urgent care clinic on (B)(6), 2026. The patient reported pain at the pod site, which prompted pod removal. Upon removal, the infusion site was noted to have yellow purulent drainage, bleeding, pain, irritation, redness, and swelling. During this event, the patient also experienced elevated blood glucose levels reaching 20 mmol/l (360 mg/dl). Approximately 60 minutes after presenting to urgent care, the patient was diagnosed with a skin reaction at the pod site and was prescribed an antibiotic, flopenviatris 500 mg, to be taken four times daily for four days, along with viatris codabane forte 500 mg for pain management. The patient subsequently applied a new pod. The pod involved in the event was reportedly discarded.